Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose level was 275 mg/dl at the time of incident and current blood glucose level was 182 mg/dl. Customer¿s other blood glucose level was 205 mg/dl. Customer was treated with insulin pump. Customer stated that the approximate size of air bubbles was 1 quarter inch. Customer did not allege insulin pump was under delivering. Customer was completed the troubleshoot. The reservoir will not be returned for analysis.